Event description:
Blood line for b.braun dialysis machine (dialog) developed a tear in the blood pump segment while pt was dialyzing on the machine. Pt had approx 250 ml blood loss due to mr in system and blood leak into blood pump. When blood pump segment examined, gouge was seen in the tubing segment. It is possible that when pump segment of the blood line was placed in the blood pump, it was not seated in the blood pump properly and tubing was damaged. That occurred within 30 min of initiation of dialysis.